Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer has made several attempts to follow-up for further information and was unable to receive any additional follow-up. Based on this there are no further investigations possible as the device disposition and the cause for the implant/explant is unknown. The root cause at this point in time cannot be established and is deemed unknown. Fields changed: b4 g4 g7 h2 h6.

Manufacturer narrative:
Device evaluated by MFR: device disposition presently unknown.

Event description:
On (B)(6) 2017 a patient received a perceval pvs25 sutureless aortic heart valve implant. The manufacturer was notified that the valve was explanted the same day and replaced with perceval pvs27. The event occurred at (B)(6) hospital and involved dr. (B)(6). No other information was received.